Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the top of the battery cap was worn. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: a review of the black box showed no evidence of a battery life issue. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The battery cap top was worn and threads were intact. The returned battery cap measurements were within specifications. The returned battery cap was able to attach to the pump and power it on. The pump electrical current draws were within specifications. A leak was found in the battery compartment. The pump cover was removed to find no moisture internally. The battery life issue was not duplicated during investigation.